Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app experienced intermittent communication failure with the ilet, resulting in signal loss to the pump that later reconnected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, associated with the device¿s electrical and magnetic communication path, specifically the antenna component, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.